Event description:
Following an uneventful novasure procedure, a hysteroscopy was performed with a "normal ablation" finding. A laparoscopy was then performed for a scheduled sterilization procedure which noted "blanching to the outside uterine fundus (up to the mid point on the right side)." No perforation was noted and no treatment was required. On (B)(6) 2010, the physician reported that the patient was "well".

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date of the disposable novasure device is not known. Serial number of the radio frequency controller not provided by the complainant. Neither the device nor radio frequency controller is being returned; therefore, a failure analysis of this novasure system cannot be completed. Lot and serial numbers not provided by the complainant; therefore, the manufacture date of the disposable device and radio frequency controller is not known. Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as identification numbers were not provided by the complainant. (B)(4).